Event description:
A patient underwent a laparoscopic low anterior resection procedure due to a benign lesion. The procedure underwent smoothly. The patient left the hospital 10 days after the operation. The patient felt pain and constipation on pod 13-14. Colonoscopy was performed revealing a leak of 1 cm at the anastomosis and a transverse colostomy was made.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were review, indicating that the device was released pursuant to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.